Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The patient noted pain and swelling at the insertion site (arm) and the patient's blood glucose (bg) levels rose to 26 mmol/l (468 mg/dl). The patient visited her doctor and was prescribed antibiotics for treatment. A new pod was applied to treat the bg levels. The pod was discarded.